Manufacturer narrative:
Concomitant: product ID 3889-28, lot# v589285, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information reported the event resolved without sequelae on (B)(6) 2013.

Event description:
(B)(4): it was reported that the patient had vaginal irritation due to a yeast infection. Treatment consisted of 90 grams of magic butt cream twice a day, applied topically, and terazol 3 (0.08 %) full applicator inserted once a day for 3 days. The event was reportedly on going. 2013-10-03 oc interface update (sdy): document contained no new information.